Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an implanted iol (intraocular lens). The tip of one haptic appears to be broken. The other haptic is not fully visible. Based on our observation of the attached photo, the tip of one haptic appears to be broken. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during an intraocular lens (iol) implantation surgery, the surgeon noticed the inserted iol had the tip of the second haptic broken during insertion. The rupture of this tip (round portion) was noticed after the lens was inserted. The lens was explanted during initial procedure; lens was cut in half and had to be removed piece by piece from the eye to insert the replacement lens. The procedure was completed with no patient harm. Additional information was requested.